Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered several unexplained systemic symptoms, including breast implant illness, popping feel like sensation, migraines, chronic fatigue, anxiety, depression, brain fog, trouble with memory, not concentrating, breast sensitivity to the touch, bruises on legs, inflammation, muscle pain, joint pain, no energy, and no quality sleep. In addition, the patient also felt the implant moving around and felt the ridged area of the implant in the bottom part of her breasts. The root cause of the patient¿s symptoms is unclear. The patient have consulted several doctors and had blood test, mammograms, and CT scans that found nothing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Generalized illness. Manufacturer¿s reference number: (B)(4).